Event description:
The facility returned an infusion pump for service with a reported failure code 12.303.84.0002. The failure was reported to have occurred before pt infusion. There have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.